Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the peep value was incorrect¿ could not be confirmed or reproduced during functional and performance testing. No abnormalities were found in the product's operation. The cause is unknown because the phenomenon does not occur again. No action taken as the issue is not reproducible. The device passed all functional and performance tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the peep (positive end-expiratory pressure) value was incorrect. The event occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.